Manufacturer narrative:
Eua#: (B)(4). Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor" system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor" system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Retain samples were tested for batch #: 1030316. The defect could not be replicated and therefore the complaint could not be confirmed. A device history review was conducted for lot number 1030316. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#(B)(4)) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: (2 of 2). It was reported that customer reports 3 false positives at (B)(4) site (bd). How long after specimen collection was the specimen processed in the extraction reagent? Less than 1 minute. How was the specimen stored between collection and processing in the extraction reagent? Reagent tubes. How long after processing in the extraction reagent was the specimen run on the test cartridge? How many drops of specimen were added to the test device? 3 drops. Incubation time: how long was sample run on the cartridge before reading? 15 minutes. Temperature: clarify the environment temperature and time at temp room temp. Was testing performed indoors or outdoors (not collection). Indoors. Qc performed and acceptable. 70-100 tests performed per week. Swab collected 1 inch inside bilateral nares. Floqswabs used from bd test kits. Dates of occurrence: (B)(6) 2021. No known exposure. Pcr collected less than 1 hour after veritor.

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: (2 of 2). It was reported that customer reports 3 false positives at (B)(4) (bd). How long after specimen collection was the specimen processed in the extraction reagent? Less than 1 minute. How was the specimen stored between collection and processing in the extraction reagent? Reagent tubes. How long after processing in the extraction reagent was the specimen run on the test cartridge? How many drops of specimen were added to the test device? 3 drops. Incubation time: how long was sample run on the cartridge before reading? 15 minutes. Temperature: clarify the environment temperature and time at temp room temp. Was testing performed indoors or outdoors (not collection). Indoors. Qc performed and acceptable. 70-100 tests performed per week. Swab collected 1 inch inside bilateral nares. Floqswabs used from bd test kits. Dates of occurrence: (B)(6) 2021, (B)(6) 2021, (B)(6) 2021. No known exposure. Pcr collected less than 1 hour after veritor.